Event description:
The pump was returned to the MFR for routine service. The pump was found to have a broken actuator which could result in a freeflow condition. The hosp reported that the pump was not on a pt.